Event description:
Patient contacted animas on (B)(6) 2012 regarding a letter they received from animas regarding the keypad. Patient stated approximately 2 weeks ago the rubber keypad was peeling from top of pump at contrast button to the up arrow button on keypad. Patient mentioned that the up arrow button and ok button delayed and patient contrast button is not functioning. It is unknown whether the buttons not responding was before or after noticing the peeling keypad. There was no misuse of the product and there was no evidence of moisture in the pump. The product was replaced. At this time there is no evidence that the meter caused or contributed to a serious injury. Although the keypad was peeling, it is unknown whether the buttons not responding was noticed before peeling keypad; therefore, the complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no vibration due to misaligned vibrate motor pins.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad rubber is torn from the contrast button to the up arrow button, exposing the button contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons are intermittently responsive and the contrast button is unresponsive. There was evidence of keypad contamination found under all key contacts, and the contrast button is missing.